Manufacturer narrative:
Continuation of medical devices: product ID 3889, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that during a device follow up impedances were checked with a clinician programmer and all were >4,000ohms, due to the patient¿s sport activity of diving. A revision was originally planned for (B)(6) 2018 but then was postponed to (B)(6) 2018. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889, serial# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient experienced fecal incontinence symptoms. It was noted that the lead was implanted about 45 days prior to the ins. The revision was performed on 2018-nov-13. During the revision the connection between the ins and lead were checked and it was ok. A visual inspection of the lead showed a damage of the lead. A total explant of both the lead and ins were performed. A new ins and lead were implanted. The cause of the event was probably the patient's sport activity (such as diving, mountain bike and other activities), which caused a damage of the lead. The patient¿s outcome was fine, and the therapy works well. The patient does not have symptoms anymore.

Manufacturer narrative:
Product analysis #240823520: analysis information: 2019-02-15 14:55:34 cst pli# 20, product ID# 3058, below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Concomitant medical products: product ID: 3889, serial# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Device analysis for the unknown lead revealed the conductor was broken in the body at or near the tines. All conductors were broken 23.1 cm from the proximal end of the lead. Conclusion code belongs to the lead. The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.